Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid cuff leaked air while in use. Subsequently, a tracheostomy change out was required. No adverse patient effects were reported.